Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm. It was reported that a CT scan showed limbs disconnected in the aneurysm sac. An intervention was performed that day to rejoin the limbs. Two additional endurant stent grafts were implanted to reline from the bifurcate to the distal end of the stent graft. The procedure was successful and the issue resolved. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of pre-implant cta¿s revealed that the patient had a 10.2cm max diameter aaa. The proximal neck was 23mm below the right renal artery and 3cm in length. The infrarenal neck was angulated 50deg l-r and 60 deg a-p, and the neck contained areas of calcification. The distal aortic diameter was 2cm. The right common iliac artery diameter ranged from 12 ¿ 16mm, and the left common iliac artery diameter ranged from 14 to 12mm. Both iliacs contained calcification. The left common iliac was acutely angulated 90 deg at its mid-length. Review of CT¿s from 2 months post-implant revealed that the bifurcate was positioned 5-10mm below the right renal within the angulated neck. The bifurcate aortic body was aligned with the proximal neck, which was angulated 75deg l-r and 30deg a-p to the distal ipsi limb. The ipsi limb and extension were positioned within the right iliac artery. There was approximately 2.5 cm of overlap between the ipsi limb and ipsi extension, and the origin of the ipsi limb was angulated 100 deg l-r to the distal ipsi limb. The stent graft od just proximal to the overlapping devices was 20mm, and measured 20mm just distal to the overlap. The contra limb was positioned within the left common iliac artery. The max diameter aaa measured 10.5cm and no endoleak was seen. Both limbs were patent. Review of CT¿s from 22 months post-implant revealed that the bifurcate was positioned approximately 10mm below the right renal within the angulated neck. The max diameter aaa measured 11.8cm. The bifurcate aortic body was aligned with the proximal neck, which was angulated 90deg l-r and 30deg a-p to the distal ipsi limb. The ipsi extension was detached from the ipsi extension and there was a type iii junctional endoleak. The distal end of the ipsi limb extension was positioned within the right iliac artery and the limb was patent. The stent graft od of the proximal detached stent graft was 21mm at the detachment, and the od of the distally detached device was 21mm just distal to the separation. The contra limb was positioned within the left common iliac artery and the limb was patent. The exact cause of the limb separation is unknown. The proximal neck was angulated at implant, and it is possible that the tortuous limb angulation seen within the aneurysm sac, with an increase in angulation over the course of the implant duration, may have contributed to the limb detachment. This may have been caused by disease progression and aneurysm morphology changes.

Manufacturer narrative:
(B)(4).